Manufacturer narrative:
Image analysis an image review was carried on procedural images received. Upon review of the images provided, the initial location of the already implanted bms appears to be in the subclavian artery. It appears that after the catheter was advanced that the already implanted bms became dislodged. A new ses stent was placed with what appears to be the proximal end in the carotid artery and the distal end in the subclavian artery. There is evidence of deformity and stenosis of the newly placed ses, and there is decreased flow noted from the proximal end of the stent. The new ses was deployed. The only image that indicates a balloon was inserted, prior to placement of the stent. In this image, the balloon is in its deflated state. There are no images showing inflation of the balloon and no images of any fragments indicating that the balloon had burst. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported that during a procedure a pacific plus pta catheter balloon burst. The procedure involved retrograde puncture of the left brachial artery and insertion of a 6 fr. Sheath. Probing of the subclavian artery and the left carotid-subclavian bypass. During placement of a diagnostic catheter in the aorta an already implanted short-segment stent dislocated. Tedious maneuver to correct the stent position or overstenting of the dislocated bms. Next there was femoral puncture with insertion of a 6 fr. Sheath and snare maneuver of an 18-gauge guidewire and laborious creation of a guide channel through the bypass. Placement of a 6x40 mm ses and release in the bypass. Post-dilatation was carried out using a 5 mm poba (pacific plus pta catheter balloon burst). The balloon burst and could not be retrieved. The balloon catheter tore off and hardened in the ostium of the bypass. Complete ischemia of the left arm occurred. The fermoral sheath was removed and application of a 6 fr. Angiosal was carried out, while leaving the arm sheath in place for immediate indication for surgery to repair the carotid-subclavian bypass. The patient agreed to immediate treatment in the operating room. Immediate surgery with revision of the carotid-subclavian bypass for acute ischemia of the arm. The patient suffered considerable damage of subclavian steal syndrome in chronic occlusion of the left subclavian artery,

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.